Manufacturer narrative:
The device was returned to olympus for inspection, and the customer allegation was confirmed. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: white residue inside auxiliary channel, which caused the device to not work properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue inside auxiliary channel. There were no reports of patient involvement.